Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the chemical liquid, histoacryl has remained in the instrument channel at the unspecified timing. It was not provided the other detailed information. There was no patient injury associated with this report.